Event description:
On (B)(6) 2014- per received medwatch: pt coded and later expired after large amount of blood loss was noted to come from temporary dialysis catheter in neck. Catheter was found unclamped with cap missing. (B)(4).

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provide by the complainant.